Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced multiple issues. The customer reported insulin flow blocked alarms over time, diminishing battery life, grinding during the rewind process, and insulin squirting during priming. The customer also stated the pump has lost power without low battery warnings. Blood glucose level was unknown. No harm requiring medical intervention was reported. The pump will not be returned for analysis.